Event description:
Per the clinic, during revision surgery erosion to the ossicular chain and fractured stapes were observed. Pt re-implanted with new device during the same surgery.

Manufacturer narrative:
Device has been returned to ototronix and is being evaluated.